Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a spinal cord stimulator was placed (B)(6) 2004 and removed a week later due to a mrsa infection but the leads remained in place. Caller also had notes that the pt has had 2 shoulder MRI's since then so it is unknown whether or not there are abandoned leads present. Technical services (tss) redirected to managing hcp to determine presence of abandoned components to determine pt eligibility.